Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the reporting healthcare provider, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: left axillary lymphadenopathy, late seroma.

Event description:
Clinic reported via regulatory agency: left side axillary lymphadenopathy and late seroma. The device has been explanted.

Manufacturer narrative:
This record was found to be a duplicate FDA #9617229-2020-11677 in regards to device serial (B)(6). Any new, changed or corrected information will now be reported under FDA #9617229-2020-11677.

Event description:
Clinic reported via regulatory agency: left side axillary lymphadenopathy and late seroma. The device has been explanted. It was determined that this report is a duplicate of FDA # 9617229-2020-11677.